Manufacturer narrative:
This report is submitted on oct 31, 2023.

Event description:
The device was explanted on (B)(6) 2023. It is unknown if there are plans to re-implant the patient as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on august 14, 2023.